Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the event include the patient's history of major bleeding and infection and the therapeutic use of anticoagulants. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported by a clinical database that a patient presented to hospital with dyspnea, fatigue and hematochezia of four days duration. Vital signs were within normal limits. Diagnostic testing revealed anemia and confirmed active bleeding in the patient's cecum. The patient was re-admitted and treated with argon plasma coagulation and the transfusion of five units of packed cells. The event was considered resolved and the patient was discharged home in stable condition eight days after her admission on (B)(6) 2016.